Manufacturer narrative:
Patient age at time of event: late 50's early 60's. Device evaluated by manufacturer - the returned device has burned blood (char) around the tip and over the me's. The ablation was verified using the maestro generator 3000 and it was found within specifications. An electrical test was performed using multimeter and the device was found within specifications. No opens or shorts were found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during an atrial flutter ablation procedure, charring occurred. The target lesion was located in the right atrium. The physician commented that during ablation with an intellatip mifi xp catheter there was more char than normal on the tip of the catheter. The device was removed, the char was wiped off with a 4x4. The device was readvanced into the patient and used in the completion of the procedure. No patient complications were reported and the patient's status was fine.